Event description:
A customer contacted baxter's technical service center to report the floor was wet. The technical service representative (tsr) asked what the display showed. The home patient (hp) stated the hc was turned off and the supplies had been broken down. The tsr asked if the hp drained into the bathroom or into a bag and the hp stated drains into the bathroom. The tsr explained the drain line may have leaked or the clamp on the sample port was left open. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's peritoneal dialysis nurse (pdn) who confirmed that the patient had no clinical symptoms develop as a result of this incident. There was no patient injury and no need for medical intervention. The patient has been fine and has been continuing therapy. The pdn verified the patient would have discarded the sample and finished the box of product without further issues.